Manufacturer narrative:
The fluid path was tested and fluid was observed exiting between the plunger/o-ring and the inner walls of the reservoir, indicating an inadequate seal between the o-ring and inner walls of the reservoir. This resulted in fluid diverting out of the fluid path, contributing to the failure to deliver insulin. No corrosion was observed on the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to over 500 mg/dl while wearing the pod between 4 and 24 hours at the infusion site (hip/buttocks). Vomiting was reported. Ketones were checked and found to be high. As treatment, the pod was removed, a new pod was applied, and a shot with a syringe was administered.